Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the reported heart failure, prolonged hospitalization, stroke, myocardial infarction, death could not be conclusively determined. The reported patient effects of myocardial infarction, cerebrovascular accident, heart failure, and death as listed in the mitraclip instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: death date was estimated to end of study range. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title "investigation of outcomes following transcatheter edge to edge repair of the mitral valve versus medical management alone in patients with cardiogenic shock and mitral regurgitation".

Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled: "investigation of outcomes following transcatheter edge to edge repair of the mitral valve versus medical management alone in patients with cardiogenic shock and mitral regurgitation" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "investigation of outcomes following transcatheter edge to edge repair of the mitral valve versus medical management alone in patients with cardiogenic shock and mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate if transcatheter edge to edge repair (teer) with mitraclip¿ in patients with moderate to severe mitral regurgitation (mr) and cardiogenic shock (cs) improves outcomes compared to medical management alone. Devices mentioned include mitraclip. The article concluded that mitral valve teer using the mitraclip¿ system improves mid-term cardiovascular compared to medical management alone in patients with cs but does not improve mortality. [The primary author and corresponding author was michael sunnaa at rush university medical center institution with corresponding email sunnaamw@outlook.com. The time frame of the study was january 2012 to december 2021. A total of 61 patients were included in this study, of which 33 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Cn-246779, unk mitraclip peri and post-procedural complications included heart failure, prolonged hospitalization, stroke, myocardial infarction, death.